Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient was experiencing left leg spasm following the trial procedure. The physician believed that the spasms were related to the procedure. The patient was prescribed medication and the patient was doing well.